Event description:
The customer called and reported experiencing high blood glucose of 600 mg/dl. Customer treated, checked again during the night, and blood glucose was still over 600 mg/dl. Customer treated again and woke up with blood glucose still over 600 mg/dl. Customer went to the hospital, where it was determined the customer also experienced diabetic ketoacidosis. Customer was treated intravenously until blood glucose stabilized and was sent home with blood glucose down to 156 mg/dl. At time of this report, customer's blood glucose was up to 301 mg/dl after eating a little. During troubleshooting with the customer's insulin pump, no anomalies were discovered and the insulin pump passed the hight pressure test. The infusion set cannula was found to be straight and not bent or crimped upon removal. Customer was advised to change entire set, reservoir, and insulin. Customer changed set and stated they would monitor and talk to doctor about trying a different infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.